Event description:
On (B)(6) 2011, a colleague volumetric infusion pump was evaluated for fca by a baxter canada technician . A failure code (fc) 808:02 caused an interruption of delivery during the pump accuracy testing. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 6.12.00.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged pumphead module. To correct the condition, the pumphead module was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.